Event description:
It was reported that post-operatively to a successful cryo ablation procedure, ventricular fibrillation (vf) occurred after hemostasis. Intervention occurred using intra-aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps). The patient returned to the intensive care unit (ICU) and their condition is stable. It was later determined that the cause of the vf was spasm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.